Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause, treatment and patient hospitalization were not reported. At the time of this report, the patient outcome was unknown. Pd therapy was temporarily discontinued. The reporter declined to provide additional information.